Event description:
I have been on a CPAP machine since about 2004 (resmed). About 8 years ago, I purchased a soclean machine to automatically clean my tubing and face mask. After a while I started noticing a smell after first using my equipment after leaving. A smell that was undescribable. I started coughing with congestion and constantly bringing up mucous almost all day. My doctor would check me as there was like a bronchial cough and noises in my chest. I have had x-rays showing nothing wrong with my chest but the coughing and breathing difficulty continued. I was put on symbicort for breathing but coughing, and breathing difficulty continued. Machine model sc1200, serial # (B)(6). I have reached out to so-clean to report this and they said they would send a prepaid label to send it back to them and would refund my cost of machine. I asked if they were recalling the machines and they said no, only the ones that reported. Problems they are listing my complaint as an injury.